Event description:
A hospital in (B)(6) reported that a pt was having difficulties exhaling and that condensation was building up inside of the rt040 mask each time the pt breathed. The pt was on a vision ventilator at standard settings with an fph rt040 vented full face mask and an unheated respironics breathing circuit. It was reported that the hospital had removed the leak port from circuit. There was no humidification device in the set-up. The clinical product specialist reported that the issue was resolved after the mask was replaced with another rt040. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned, so the investigation was based on the event description and information provided by the customer. Results: it was reported by our distributor that the exhalation ports on the mask were not blocked. A search of our complaints database shows that no other complaints of this type have been received for this product. Conclusion: our user instructions state that the mask is to be used on a ventilator with alarms. The customer was unable to provide information on whether the ventilator alarmed, or whether a leak test had been performed. It was reported that a breathing circuit with an integrated exhalation port had been modified and used in the set-up. Our user instructions also state that the mask is not for use with single limb circuits with permanently integrated exhalation venting, as exhalation holes are provided in the mask. No blockage of the exhalation ports was observed, suggesting that the mask functioned as intended. Condensation may occur with non-humidified set-ups and may indicate that there was no flow at the time of the event. We are unable to determine the exact cause of the event; however, it appears to have been caused by a temporary set-up issue.